Manufacturer narrative:
For the reported event, lot number was provided. The sample was not returned for evaluation and medical records were provided. Filter migration was confirmed for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced migration of device or device component. This report was received from a single source. This event did involve patient with no patient consequences. The patient is (B)(6) years of age, the gender is male; however, the patients weight was not provided.